Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(4) product is defective or caused serious injury. Device not returned.

Event description:
An FDA medwatch report,(B)(4) was received stating, "event desc: a cortrak nasogastric jejunal tube (ngt) was inserted in a patient and placement was radiologically confirmed at the duodenal area. Pediatric surgery was consulted 5 days later for abdominal distention and suspicion for necrotizing entercolitis (nec). The patient subsequently underwent abdominal exploratory laparotomy the following day with findings jejunal perforation located at the distal tip of the nasogastric nj tube." Additional information received 31-jan-2017 detailing age, weight ((B)(6)) and gender.